Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. However, we can confirm that both syringes labeled as (B)(4) are (B)(4) . There is no potential that (B)(4) can be mixed since (B)(4) is made in us and (B)(4) is made in (B)(6). The scale markings were updated in may 2016 for (B)(4) to remove the ounce markings and standardize all syringes to a ml measurement. Parts labeled as (B)(4) are capable of being gamma sterilized. Please expect all future syringes of (B)(4) to look like batch 7143825 and 7143812 with the ounce scale removed. (B)(4).

Event description:
It was reported that the product bd¿ luer-lok syringe 60 ml was labeled and marked incorrectly during processing, making the syringe unusable due to marking defects. Found before use. No serious injury or medical injury noted.

Manufacturer narrative:
Investigation summary: we can confirm that both syringes labeled as 301035 are 301035. There is no potential that 300223 and 301035 can be mixed since 301035 is made in us and 300223 is made in (B)(4). The scale markings were updated in may 2016 for 301035 and 301033 to remove the ounce markings and standardize all syringes to ml measurement. Parts labeled as 301035 and 301033 are capable of being gamma sterilized. Please expect all future syringes of 301033 and 301035 to look like batch 7143825 and 7143812 with the ounce scale removed. The investigation concluded: ¿ unconfirmed: bd was not able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we can confirm that both syringes labeled as 301035 are 301035. There is no potential that 300223 and 301035 can be mixed since 301035 is made in us and 300223 is made in (B)(4). The scale markings were updated in may 2016 for 301035 and 301033 to remove the ounce markings and standardize all syringes to a ml measurement. Parts labeled as 301035 and 301033 are capable of being gamma sterilized. Please expect all future syringes of 301033 and 301035 to look like batch 7143825 and 7143812 with the ounce scale removed. Root cause: n/a complaint is unconfirmed.